Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual examination of the crimped stent found no issues with the crimped stent. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination found a break in the hypotube shaft 683mm distal from the strain relief. The hypotube also had multiple other kinks throughout the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a kink in the outer 69mm distal from the port bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered. The target lesion being treated was located in the left anterior descending (lad) artery. After a 3.5 non-bsc guide catheter and a non-bsc guide wire crossed the lesion, pre dilatation was performed using a 1.5x6 and 2.5x12 non-bsc balloon catheters as well as a 2.5x8 apex¿ balloon catheter. A 2.50x16mm promus premier¿ stent was advanced but failed to cross the lesion. The device was removed from the patient and the procedure was completed with a 2.5x8 and 2.5x12 promus stents. No patient complications were reported and the patients¿ status was fine. However, returned device analysis revealed a shaft break.